Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that fire and smoke were observed coming from the dry acid mixer during dissolution mode. The mixer was immediately unplugged which extinguished the smoke and flames. Use of a fire extinguisher was not required. Smoke detectors within the facility were not triggered. Contacting the local fire department was not required. There was no reported harm to any patient or person as a result of the reported event. The cause of the reported event was traced to the connection at the fill valve and fill cable which appeared to be burnt. The biomed noted that the side of the tank also appeared charred. The biomed confirmed the parts are original to the machine. Replacements for the fill valve and fill cable were ordered. At the time of follow-up the parts were pending arrival. The mixer remains in service and is being manually filled until the parts can be replaced. The complaint samples are reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: a fill valve, fill cable, and display board were returned to the manufacturer for physical evaluation. Exterior inspection of the fill valve revealed thermal damage to the valve coil, cracks in the casing, and residue (debris) on the valve body, terminals, and casing. The resistance measured across the hot and neutral terminals was found to be shorted. Exterior inspection of the fill cable revealed residue (debris) around the casing of the plug and inside the plug where the fill valve¿s terminals plugs into. A continuity check passed on the cable. Exterior inspection of the display board revealed no damage to the display board. The fill valve relay failed to function when the returned display board was tested with a display board test fixture. The failure was traced to a defective switch in relay k1. The reported issue is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that fire and smoke were observed coming from the dry acid mixer during dissolution mode. The mixer was immediately unplugged which extinguished the smoke and flames. Use of a fire extinguisher was not required. Smoke detectors within the facility were not triggered. Contacting the local fire department was not required. There was no reported harm to any patient or person as a result of the reported event. The cause of the reported event was traced to the connection at the fill valve and fill cable which appeared to be burnt. The biomed noted that the side of the tank also appeared charred. The biomed confirmed the parts are original to the machine. Replacements for the fill valve and fill cable were ordered. At the time of follow-up the parts were pending arrival. The mixer remains in service and is being manually filled until the parts can be replaced. The complaint samples are reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that fire and smoke were observed coming from the dry acid mixer during dissolution mode. The mixer was immediately unplugged which extinguished the smoke and flames. Use of a fire extinguisher was not required. Smoke detectors within the facility were not triggered. Contacting the local fire department was not required. There was no reported harm to any patient or person as a result of the reported event. The cause of the reported event was traced to the connection at the fill valve and fill cable which appeared to be burnt. The biomed noted that the side of the tank also appeared charred. The biomed confirmed the parts are original to the machine. Replacements for the fill valve and fill cable were ordered. At the time of follow-up the parts were pending arrival. The mixer remains in service and is being manually filled until the parts can be replaced. The complaint samples are reported to be available to be returned to the manufacturer for physical evaluation.